Event description:
It was reported that during the routine 4 months after implantation review, the testing carried out showed 8 electrode channels had hi impedances and 2 electrode channels had short circuits. Testing was repeated but the same result was obtained. There has been no reported fall or head trauma.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.